Event description:
It was reported that customer experienced buildup on port area where cartridges were inserted. There was no reported impact to the customer¿s blood glucose level. Customer had already reported issue to customer support team and declined further contact, and no additional troubleshooting or corrective actions were documented.